Event description:
Crrt machine running heparin syringe. Wrong syringe size (larger) programmed into pump. Heparin was programmed to run at 600u/hr 6mls/hr. A 20ml syringe took longer than calculated to empty in between syringe changes. Pt was receiving lower dose than calculated since pump thought syringe was 50ml and not the 20ml. Coags were normal or within therapeutic range.